Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips were not aligned on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .019 offset at the tips. The bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however the likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.